Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.10 device available for evaluation: yes. D.10. Device returned on 08-jun-2023. H.6. Investigation summary: bd received 100 samples of ot 3058251 and 1 photo for investigation. The photo were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the 20 customer samples along with 20 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was overfill. The following information was provided by the initial reporter: overfilling on two batches of citrate tubes 2.7ml

Manufacturer narrative:
D4. Medical device lot #: 3058249. D4. Medical device expiration date: 2023-11-30. H4. Device manufacture date: 2023-02-27. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was overfill. The following information was provided by the initial reporter: overfilling on two batches of citrate tubes 2.7ml